Manufacturer narrative:
There is no known patient involvement. Serial number: the serial numbers were not provided on the user medwatch report. However, manufacture dates were provided. Follow-up communication with the facility identified 5 serial numbers, one of which was found not to be contaminated. The manufacture dates provided in the user report were used to identify 3 of the 4 contaminated units. For the 2 remaining units, serial numbers (B)(4), the manufacture date is the same. As such, it has yet to be determined which of these two units, for a total of 4 out of 5 machines, is contaminated. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5060415) on april 4, 2016 stating that mycobacterium avium was identified in the sorin heater-cooler system 3t used during cardiac bypass procedures. The facility stated that the sorin heater-cooler machines are cleaned per the IFU. Biotest labs notified the facility of growth on samples sent in 2015 and genetic testing was able to determine the type of mycobacteria present. Four (4) of the five (5) units at the facility were identified as contaminated. This report documents serial numbers (B)(4), only one of which is contaminated. The facility has not yet confirmed which of these two units is contaminated. For details on the additional serial numbers, see medwatch report numbers 9611109-2016-00231, 9611109-2016-00232 and 9611109-2016-00233. The user report indicates that a serious injury occurred, however the report is not labeled as an adverse event and the narrative does not lend itself to that conclusion. Follow-up communication with the customer confirmed that they have not identified any patients who were adversely affected. The facility has taken the contaminated unit out of service and is contemplating decontamination. Older units are being used in the interim. The facility believes that the current IFU is being followed, however it is unclear when the facility began to follow the IFU. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5060415) on april 4, 2016 stating that mycobacterium avium was identified in the sorin heater-cooler system 3t used during cardiac bypass procedures. The facility stated that the sorin heater-cooler machines are cleaned per the IFU. Biotest labs notified the facility of growth on samples sent in 2015 and genetic testing was able to determine the type of mycobacteria present. Four (4) of the five (5) units at the facility were identified as contaminated. The user report indicates that a serious injury occurred, however the report is not labeled as an adverse event and the narrative does not lend itself to that conclusion. Follow-up communication with the customer confirmed that they have not identified any patients who were adversely affected.